Event description:
It was reported that a patient presented for a routine generator change. Device interrogation revealed high capture threshold and loss of capture on the atrial lead. On (B)(6) 2024, the physician elected to cap and replace the atrial lead. The patient condition was stable.